Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alert tone could not be heard when the programmer was used to demonstrate the audible alerts. The ICD remains in use. No patient complications have been reported as a result of this event.